Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was recently hospitalized due to a blood glucose level of 55 mg/dl. The customer stated that he was wearing the insulin pump at the time of the hospitalization. The customer reported that he had been experiencing low blood glucose levels for two weeks leading up to the call, down to 30 mg/dl. The customer reported treating the low blood glucose levels with soda. During the call, the customer reported that the insulin pump had a motor error alarm. The insulin pump was able to rewind and passed the displacement and high pressure tests. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor passed motor test. The insulin pump passed the displacement accuracy test.